Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported the customer experienced intermittent touchscreen unresponsive to touches. Reportedly, it took multiple attempts to unlock the pump. There was no impact to customer's blood glucose level. During troubleshooting with tandem technical support the touchscreen did not function as intended. Reportedly, the customer administered manual injections as alternate insulin therapy.